Event description:
It was reported that a patient underwent a hernia repair procedure and mesh was used. The patient underwent a reoperation for an unknown reason. During the procedure, a foreign body granuloma was noted on the peritoneum and bowel. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.